Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device with a 6f sheath relative to a percutaneous transluminal angioplasty interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device codes: 1316 labeled 1528 labeled. Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Difficulty to insert and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that vessel puncture closure of a heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath relative to a percutaneous transluminal angioplasty interventional procedure. Reportedly, the proglide device was difficult to insert due to prior interventions at the heavily calcified access site. The proglide device was pushed in and out of the access site to obtain pulsatile backflow. When the plunger was depressed, the connection between the link and the suture was not made, a cuff miss occurred. The lever was returned to its original position to park the foot prior to removal of the proglide device. Resistance was noted during removal of the proglide device but was able to be removed without requiring intervention. No vessel damage was noted. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.